Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump buttons were not responding, frozen display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive down button due to unlocked lcd keypad connector. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.